Event description:
On (B)(6) 2014, a reporter contacted animas alleging that there was an intermittent power issue with the pump. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2016. Device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2016 with the following findings: the pump's black box data from the date of the complaint had been overwritten due to continued use of the pump. The current black box had no data that indicated a power issue. The battery compartment was found to be cracked. The pump was exercised for 24 hours with no issues duplicated.